Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited a lost video image from the endobronchial ultrasound (ebus) bronchoscope during pre-procedure testing. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the probable causes of the alleged failure are due to image and error b30 (scope communication error) and electrical/electronic component problem identified. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.